Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-15957. It was reported that the patient presented for a right ventricular lead revision. After the procedure, the patient experienced a large pocket hematoma. The pocket was opened and evacuated. The implantable cardioverter defibrillator and right ventricular lead were removed. The pocket was then packed and a drainage tube was inserted. The patient was in stable condition.